Event description:
Reporter alleged blood glucose read 133 mg/dl in the morning and sometime afterwards passed out, time in between unknown. It was reported the fire department was called and the emergency medical technicians (emts) attempted to give her an IV but were unable so transported customer to the hospital. Reporter stated hospital treated her with an IV and glucose result was 192 mg/dl however was admitted for 3 to 4 days. A request was made for the return of the suspect device and replacement product was sent.